Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-34-us, serial#: (B)(4), ubd: 04-apr-2019, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be completed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, while removing the delivery catheter system (dcs), the nosecone dislodged the valve into the ascending aorta. Hypotension occurred and cardiopulmonary resuscitation (CPR) was performed. Subsequently, a second valve was implanted. A ventricular assist device was placed. Six days after implant, an implantable cardioverter defibrillator (ICD) was implanted for a low ejection fraction and desynchrony. No additional adverse patient effects were reported.